Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: pixeled image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: red image is due to pixeled image caused by a damage plug unit. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had disconnected suction and the screen turned red. The issue was identified during sedation while the device was inside the patient. The intended diagnostic colonoscopy procedure was completed using the same device. There were no reports of patient harm.